Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 23mm trifecta valve was implanted. On (B)(6) 2019, a valve in valve in procedure was performed due increase gradient. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of an increase in gradient and replacement of the valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction: on (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2019, a valve in valve in procedure was performed due increase gradient. The patient was reported to be in stable condition.